Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient was pre-operatively diagnosed with recurrent disc herniation, left l5-s1 and also underwent following procedures as left l5-s1 hemilaminotomy facetectomy and complete block diskectomy from the left transforaminal approach with interbody grafting using machined peek bone spacer packed with bmp and allograft allograft bone matrix, posterior lateral inter-transverse fusion, left l5-s1 allograft only fusion. Pedicle screw instrument fusion, l5-s1 bilaterally, percutaneous. C-arm fluoroscopy. As per-op notes ¿ ¿I selected a 10mm machined peek spacer which was packed with bmp. I packed bmp as well as allograft all through the l5-s1 disc space. We then impacted our tlif peak spacer packed with bmp into the space and it fit very nicely.¿ no patient complications were noted. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.